Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of the provided problem description and service report. Logs were not provided. Our fse (field service engineer) was onsite to investigate the reported issue further and found out that the pressure transducer circuit board was faulty and it required replacement. After replacing the pressure transducer circuit board the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined, however one cause can be that the device was not adequate maintained or mounted.